Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the implant may have caused or contributed to the events as alleged. It is unlikely that a product problem was the cause of the patient's postoperative course. However, with the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Regarding infection and recurrence the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device" and "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report mw5078488 and with patient follow up: it is alleged that on (B)(6) 2016 the patient was diagnosed with a right inguinal hernia and underwent laparoscopic repair with implant of a bard/davol 3dmax mesh. As reported, the surgeon noted in the operative report "a small direct hernia was noted, no indirect hernia could be identified. The mesh was soaked in antibiotic solution, the sac was reduced and the mesh was placed and tacked with an optifix." It is alleged that within several days patient began to feel pain at the site of the hernia and right testicle. As reported in (B)(6) 2016 the patient went to his family practitioner who could not identify an issue and referred the patient to a surgeon. It is alleged that in (B)(6) 2017 the patient went to a surgeon of his choice and the surgeon diagnosed the patient with an infection and placed him on antibiotics. As reported, the patient had some relief but pain had persisted. It is alleged that in (B)(6) 2017 the patient went back to the surgeon and the surgeon noted he thought the mesh (3dmax) was the problem but wanted to rule out other potential issues. As reported, in (B)(6) 2018 the patient went to physical therapy for six weeks and reported the pain continued and found a nerve therapist which the first session provided significant relief but after another six sessions, the pain persisted. As reported, the patient then enrolled in a gyrotonics class with no relief. It is alleged that the patient had a CT scan performed which showed the patient had a recurrent hernia. As reported on (B)(6) 2018 the patient returned to surgeon who scheduled surgery and the surgeon performed an additional surgery; however did not remove the initial mesh (3dmax) but added additional non bard/davol "progrip" mesh to the front side of the hernia and sutured the mesh in place. As reported, the surgeon found the edge of the original mesh (3dmax) to be at the edge of the hernia exposing the hernia that had reoccurred. He could not determine whether the mesh moved, folded or shrunk. It is alleged that about 2 months after the second surgery and the patient is feeling better than anytime since the initial surgery. The pain is gone and he can freely move his body in all directions without any discomfort. Patient reports probably 90-95% recovered and have yet to recover all the strength and stamina lost from the initial surgery and the down time (two plus years.)

Event description:
The following was reported via maude event report mw5078488 and with patient follow up: it is alleged that on (B)(6) 2016 the patient was diagnosed with a right inguinal hernia and underwent laparoscopic repair with implant of a bard/davol 3dmax mesh. As reported, the surgeon noted in the operative report "a small direct hernia was noted, no indirect hernia could be identified. The mesh was soaked in antibiotic solution, the sac was reduced and the mesh was placed and tacked with an optifix." It is alleged that within several days patient began to feel pain at the site of the hernia and right testicle. As reported in (B)(6) 2016 the patient went to his family practitioner who could not identify an issue and referred the patient to a surgeon. It is alleged that in (B)(6) 2017 the patient went to a surgeon of his choice and the surgeon diagnosed the patient with an infection and placed him on antibiotics. As reported, the patient had some relief but pain had persisted. It is alleged that in (B)(6) 2017 the patient went back to the surgeon and the surgeon noted he thought the mesh (3dmax) was the problem but wanted to rule out other potential issues. As reported, in (B)(6) 2018 the patient went to physical therapy for six weeks and reported the pain continued and found a nerve therapist which the first session provided significant relief but after another six sessions, the pain persisted. As reported, the patient then enrolled in a gyrotonics class with no relief. It is alleged that the patient had a CT scan performed which showed the patient had a recurrent hernia. As reported on (B)(6) 2018 the patient returned to surgeon who scheduled surgery and the surgeon performed an additional surgery; however did not remove the initial mesh (3dmax) but added additional non bard/davol "progrip" mesh to the front side of the hernia and sutured the mesh in place. As reported, the surgeon found the edge of the original mesh (3dmax) to be at the edge of the hernia exposing the hernia that had reoccurred. He could not determine whether the mesh moved, folded or shrunk. It is alleged that about 2 months after the second surgery and the patient is feeling better than anytime since the initial surgery. The pain is gone and he can freely move his body in all directions without any discomfort. Patient reports probably 90-95% recovered and have yet to recover all the strength and stamina lost from the initial surgery and the down time (two plus years.)

Manufacturer narrative:
This is an addendum to document that the lot number was provided by the contact and a manufacturing review has been completed. The manufacturing review that included review of sterility found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in november, 2014. Updated fields: (catalog #, lot #, expiration date, UDI). Should additional information be obtained, a supplemental emdr will be submitted.